Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, they experienced multiple suture breaks. The sutures keep snapping. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/21/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was there any adverse consequence associated with the patient? - it was reported that the surgeon experienced multiple suture breaks during the procedure, what is the total number of snapped sutures in this procedure? - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The following information was received: unfortunately the remaining sutures were destroyed. We only has the 1 box left of this particular ¿lot¿. It was reported to myself that mr deemesh oudit was experiencing multiple suture breaks during the procedure (suture: mcp3212h lot: sbmbxx) I have no other information in regards to causation. I have heard no other reports from other areas. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: (B)(4).